Event description:
It was reported that the instrument was used in a vertical banded gastroplasty. The staples must have shifted during transport as they were half way out when the product was opened. The product was not used and a new was opened to complete the procedure.